Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely on (B)(6) 2021. Review of the transmissions showed that there was elevated capture threshold and high pacing lead impedance on the left ventricular (lv) lead. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.